Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. Therefore, product analysis could not be performed at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during intertan im nail case the ruler was reported as not working/broken by the surgeon intraoperatively. The procedure was completed with a metal ruler that seems more robust and has been working well - it was already in the inventory at the hospital. Unfortunately the ruler in question was discarded during surgery and so I was unable to get a photograph of the problem. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.